Event description:
Information was received from a consumer regarding a patient who was receiving morphine drug via an implantable pump. It was reported that the scanning progress bar went fast and got to 92 percent and then said could not find the communicator. The patient said that they moved the communicator just a hair and it connected and finishes out to 100 percent, but it was basically in the same exact spot where it was before. The patient stated that the issue started about 3 months ago. The agent asked the patient if they were getting any error codes and patient said they don't know, but they went earlier today and had a pump refill so it may be in the lockout. The agent walked the patient through how to clear the data in the handset. The patient confirmed that they were able to successfully connect to their pump without a lag. The patient will call back tomorrow if further issues continue.

Manufacturer narrative:
Continuation of d10: product ID hh90t01 lot# serial# (B)(6) implanted: explanted: product type mobile platform product ID a820 lot# serial# unknown implanted: explanted: product type software section d information references the main component of the system. Other relevant device(s) are: product ID: a820, serial/lot #: unknown, ubd: , UDI#: medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.